Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Missing shell assessed as inconclusive. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Patient reported a left side rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.